Event description:
It was reported that the implantable pulse generator (ipg) an unknown power on reset (por) and elective replacement indicator (eri) has triggered. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.